Event description:
It was reported that the patient presented in 2009, complaining of diaphragmatic stimulation. The atrial lead had become dislodged. During the repositioning procedure the helix could not be retracted, so the lead was replaced.

Manufacturer narrative:
Na